Manufacturer narrative:
On (B)(6) 2021 -the consumer accepted a replacement device and will be returning the device to the manufacturer for an investigation.

Event description:
On (B)(6) 2021 the consumer claims the product sparked when plugging in the wall. The consumer accepted a replacement product.